Manufacturer narrative:
The aquabeam console was returned for investigation. The treatment log files were reviewed and found occurrences of e42 errors, confirming the reported failure. Functional testing was able to confirm that the aquabeam console's fpga board was defective. The cause of the reported failure was likely due to an electronic complaint failure; however, the root cause was unable to be established. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam handpiece/lot number 24c00454 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, um0101-00 rev. F was reviewed. Table 5: system detected errors and faults. E42: motorpack error. Release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Adverse event problem component code: (4756) appropriate term/code not available per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup, the aquabeam robotic system generated an "e42 - motorpack error." Despite troubleshooting attempts, the errors persisted and was only able to be resolved after replacing the aquabeam motorpack. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.